Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient presented with pre- operative diagnosis: l3-4 herniated disc, left lower extremity radiculopathy and underwent: gill laminectomy, l3-4. Interbody fusion, l3-4. Posterior vertebral body osteotomy. Application of interbody cage at l3-4. Pedicle screw instrumentation, l3-4. Posterolateral arthrodesis, l3-4. Use of stealth computer navigation for pedicle screw placement. Harvest local autogenous bone graft. Insertion of epidural catheter. As per op-notes: "... It was removed in piecemeal fashion from an inside-out perspective removing any pressure on the nerve root. Attention was then turned to application of the cage and fusion at l3-4. With bleeding bone surfaces obtained, bmp wrapped around autograft bone was placed in the laminectomy was placed in the disc space. An appropriate size cage, filled with bmp sponge, 8mm in height, was gently impacted into place, followed by more autograft bone. The space was then compressed and the screws locked into place. Attention was turned to posterolateral arthrodesis. T-handle retractor was used to show us the tps of l3 and l4 bilaterally. They were decor ticated bmp autograft bone and trinity matrix were placed in the gutters bilaterally. A crosslink was supplied and secured in place. All the screws were finally tightened to the manufacturer's specification." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.